Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm that reportedly leaked during patient use. The filtered line was primed with normal saline and commenced. Chemotherapy (unspecified) was attached to line when it was noted to be leaking from small round part of filtered line. The line was taken down and kept and placed in a cytotoxic sharps bin as had been connected to chemotherapy. The event was noted during use on patient. There was an unspecified delay in therapy and no adverse event/harm as a result of the reported event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Received one used 140159291 primary plum set for inspection on 12/10/2024. The filter at the vent plug juncture was wetted out with prior infusate. The set was leak tested per product specifications. There was leakage from the filter at the vent plug juncture from various locations. The reported complaint can be confirmed. The probable cause is due to a loss of hydrophobic properties due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.